Event description:
Lead noise manifested on lead during a slow vt episode. Device detected vf due to noise and aborted the shock, upon redetection a shock was delivered to patient. Attempts to gather more information have been unsuccessful. All available information suggests this system remains in service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.